Event description:
The customer vigilance reps, faxed to stryker (B)(4) ra/qa department the report of the surgeon, during the surgery, at the screwing stage, the surgeon noticed a spontaneous breakage of the fiches. The surgeon declared that as it was not possible remove the fiches apex pin fragment he had to leave it in the pt's tibia.

Manufacturer narrative:
Device is not available for eval. Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report.